Event description:
It was reported that the patient received a durom us acetabular component 58/52 r on the right side on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to pain and loosening. The revision op report indicates that the patient "did well until about 3 years after implant, when he developed groin pain. The durom cup was grossly loose and seated at about 60 degrees inclination." It was also reported that "the patient died a few months after revision from a blood clot. He had a history of coronary artery disease and copd."

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While the cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The facts that the patient had a history or coronary artery disease and that the death occurred "a few months after revision" point to the assumption that the death might not be related to the revision surgery. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).